Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, the guide wire was protruding from the seal. The lesion was located in the left anterior descending artery. As the technician opened the 185cm iq straight tip guide wire pouch, it was noted that the guide wire was out of the hoop and protruding from the seal. The iq guide wire was not used during the procedure. The physician used another of the same device to complete the procedure. No patient complications were listed and the patient's status was reported as "stable".